Event description:
Patient (user) reported she experienced a urinary tract infection due to developing a sensitivity to the catheter material over time. Patient reported she has been treated several times with antibiotics which have been unsuccessful at completely curing the infection. She continues to be treated with IV antibiotics by her doctor and is considering other catheter brands made from alternative materials.